Manufacturer narrative:
No parts were returned to the manufacturer under failure analysis for physical evaluation. The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). The res observed smoke and burning smell during power-up and found the main power cable to be shorted to the card cage frame. There was no visible damage to any of the components, however, after the res replaced the main power cable, the power logic board, motherboard, and touch pad button panel were malfunctioning. Therefore, the res replaced these components as well. After the repair, machine functional checks were performed, and all tests found the unit to be functioning within specification. The unit was reportedly placed into service at the user facility without any further issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the failure mode. The res confirmed that smoke was seen upon power-up and the main power cable was ¿shorted¿. Therefore, the complaint has been deemed confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that the 2008t hemodialysis (hd) machine had no power. A patient was not connected to the machine at the time of the incident. The biomed or the staff did not observe any burning smell, smoke, flame, or sparks and did not see any burned or heat damaged components. The machine was recently installed at the user facility. The machine was evaluated on-site at the user facility by a fresenius regional equipment specialist (res). The res stated that smoke was smelled and seen during power up. The res found the main power cable to be shorted to the card cage frame. There were no visible damage to any of the components, however, after the res replaced the main power cable, the power logic board, motherboard, and touch pad button panel were malfunctioning. Therefore, the res replaced these components as well. The res replaced the power supply as a precaution and replaced the blood pressure module due to a missing hose connector. Following the part replacement, the system was restored to full functionality. The unit was returned to service at the user facility without a recurrence of the event as reported. No parts were stated to be available to be returned to the manufacturer for physical evaluation.